Event description:
It was reported that the wake button was extremely difficult to press and needed multiple presses to activate display. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.